Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. No cosmetic damage noted.

Event description:
The customer indicated via phone call that they have unexplained high blood glucose. The customer indicated that their blood glucose level was 325 mg/dl at the time of incident and 400 mg/dl at the time of the phone call. Troubleshooting found that the drive support cap on the pump was sticking out. The customer was advised on the high blood glucose and to follow up with their doctor. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.